Manufacturer narrative:
A sample has not been returned for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the valved trocar leaked during surgery. The product was exchanged and the procedure was completed with no harm to the patient.